Event description:
According to the reporter: the following event occurred prior to use on the patient. At inspection, after setting with the pressure bag tube, a doctor found the l-shaped hook happened to be disengaged. New one was opened to complete the case with no problem. No patient involvement. Operating time not extended.

Manufacturer narrative:
(B)(4).